Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular lead exhibited low defibrillation impedance. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.